Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure. On an unknown time frame post-implantation, the patient experienced recurvatum malposition. Subsequently, the patient underwent revision surgery with reosteosynthesis and medial angle-stable plate fixation, within 1 (one) years time frame. The tibial nail and fibula plate were explanted. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). Event occurred in 2010 though exact date is unknown. Implantation and revision occurred in 2010 though exact date is unknown. Foreign: (B)(6). Concomitant medical products: medical product: unknown, fibula plate. Zimmer natural nail screw: qty#7. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-02900. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as it was requested but not returned by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - im nail. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported via a clinical study that a patient underwent a left tibial bone fixation procedure. Sixty-seven days post-implantation, the patient experienced osteosynthesis failure with recurvatum malposition. Subsequently, the patient underwent revision surgery to remove the malpositioned tibial nail and associated screws. Due diligence is complete as multiple attempts have been made; however no further information or product is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: event occurred in 2018 though exact date is unknown. D4: two(2) sets of zimmer natural tibial nail systems were reported. It is unknown which set of devices were implicated in the reported adverse event. The tibial nail associated with the event is one of the following: item#: 47249534010, lot#: 63984895, manufacture date: mar 19, 2018, sterile expiry date: mar 31, 2028, UDI: (B)(4). Or item#: 47249534010, lot#: 63456196, manufacture date: oct 5, 2016, sterile expiry date: sept 30, 2026, UDI: (B)(4). D6: implantation and revision occurred in 2018 though exact date is unknown. D10: concomitant medical product: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403050; lot#: 63841493 or lot#: 63972017. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248405050, lot#: 63773460. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403050, lot#: 63893390. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403250, lot#: 63985507 or lot#: 63799279. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403550, lot#: 63979285. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248404250, lot#: 63791248. Additional MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-03113; 0001822565-2022-03114; 0001822565-2022-03115; 0001822565-2022-03116; 0001822565-2022-03117. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.